Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the shell noted missing material and contained an unidentified sharp, linear opening with leakage. The damaged port septum was punctured with evidence of coring likely to have been caused by the use of a coring needle. The buckle was missing materials and was identified as broken with striations consistent with a surgical end cut to remove the device. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leak." Fluoroscopy found a hole at the "lining of inner & outer shell." The device was removed and replaced.